Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 86 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the stent graft has migrated and is 5 cm below the renal arteries and is folded in half within the aneurysm sac with a proximal type 1 endoleak present (ref MFR 2953200-2011-00449). The proximal neck was found to have dilated and degenerated and the decision was made to place a 32x16x145 endurant bifurcated stent graft; however, the contralateral gate was trapped. A 20 mm diameter aneurx cuff, a 28 mm aneurx cuff, and a 36 mm endurant cuff were placed to make an aui, followed by a fem-fem, and placement of an occluder. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (occlusion), (aortic neck dilatation and degeneration). Conclusion: (aortic neck dilatation and degeneration).